Manufacturer narrative:
Device not returned.

Event description:
Reportedly, ring explanted after 70 months due to unk reason. Doctors office would not release info due to hippa. No ring to be returned.